Event description:
The distributor contacted animas alleging that the pump was reacting badly to button presses.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently unresponsive to ok, up arrow, and down arrow button presses. The keypad was removed and contamination was observed under the button contacts. The keypad was torn near the ok, up arrow, and down arrow buttons. Moisture was found in the pump. Date of birth is unk.